Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user experienced a nonresponsive touchscreen on the ilet device, which became stuck on the cgm graph screen. The issue was partially resolved through troubleshooting, but the device was deemed nonfunctional and a replacement was issued. No blood glucose impact was reported.